Event description:
The returned devices analysis has been completed. The stent grafts were removed during surgical conversion due to a ruptured abdominal aortic aneurysm caused by a type iii fabric endoleak. From the examination of the returned devices and clinical information provided the exact cause of the type iii endoleak, leading to the ruptured abdominal aortic aneurysm, could not be determined. A single 30 mm length section of 4 transected <(>&<)> attached stent graft components were returned for evaluation. This returned section consisted of the distal section of the bifurcate gate (spring 7 - 8; approximately 10 mm distal to the flow divider) which was observed lined by an endurant contralateral limb and 2 aneurx cuffs. Other than an 8 - 18 mm length cut seen across the mid-length of this returned section, likely occurring during the surgical conversion, no other device integrity issues were observed. The source of the type iii fabric endoleak was reported to be at the level of the flow divider; proximal to the section of the returned explant. Since the reported fabric hole could not be analyzed and films were not provided, the cause of the fabric tear could not be determined. It is possible that this tear was caused at implant by the calcification within the narrow aortic bifurcation during the delivery system removal.

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.5 mm in diameter abdominal aortic aneurysm approximately 2 months ago. The distal aorta was narrow and calcified, and the vessels had moderate tortuosity and mild calcification. It was reported that the pt presented emergently approximately 1 month post-implantation, and the CT demonstrated a fabric-related tear (type iii endoleak) at the level of the flow divider and that the aneurysm had ruptured (MFR report #2952200-2011-01517, MFR report #2952200-2011-01518). The physician believes that the cause of the type iii endoleak is most likely related to the narrow and calcified aortic bifurcation, which made it difficult to remove the tip of the device. The physician elected to convert the pt to a partial open repair and only removed the iliac limb (MFR report #2952200-2011-01519) before sewing in a dacron graft to the bifurcated stent graft; the type iii endoleak was successfully resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Results of evaluation: (endoleak, ruptured vessel/aneurysm, conversion to open repair) (narrowed aortic bifurcation with calcification). Conclusion: (narrowed aortic bifurcation with calcification).